Event description:
Customer reported a low blood glucose of 43 mg/dl. She declined troubleshooting and stated that she was used to having lows. The blood glucose reading at the time of the report was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.